Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain and metallosis (cobalt) and loss of hair since her right hip revision surgery (B)(6) 2011. Patient had a revision on (B)(6) 2012. Patient is also inquiring about recall.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain and metalosis (cobalt) and loss of hair since her right hip revision surgery on (B)(6) 2011. Patient had a revision on (B)(6) 2012. Patient is also inquiring about recall. Update: this pi is to cover the recall query only as no additional information has been provided.

Manufacturer narrative:
Additional information: product long description; PMA/510(k)#; manufacturing date. An event regarding a recall query involving a trident liner was reported. Conclusion: it was reported that the patient is inquiring if her implants are part of recall. As per product remediation tracker, the device is not subject to a recall. The investigation for the alleged harms has been completed under per (B)(4). No additional information has been provided. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.